Manufacturer narrative:
Non through tear, not through the entire thickness of the tissue, is evident along the attachment in leaflet 3. Tears are evident at all three commissures. Leaflet 3 exhibits tears at opposite commissures 1 and 3 that measure to approximately 6-7mm, at the free margin and along the attachment. Similarly leaflet 2 at commissure 2 exhibit similar tear that measures to 8mm, and in leaflet 1 at commissure 1 by 7-8mm. A tear along the attachment of leaflet 2 measures to approximate 5mm. A cut is detected in the cusp area of leaflet 1 along the attachment measures to approximately 11mm. Minimal calcification is detected in the x-ray in the cusp area of leaflet 2. (Model# 2800, size 25mm, measured with caliper ID # (B)(4)) x-ray. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 80.87 months. Through follow-up with the health-care provider via telephone, it was learned that the immediate cause of death was aortic stenosis, secondary to congestive heart failure. It was also noted that the nature of death was natural.

Manufacturer narrative:
(B)(4) torn cusp. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through hvt sale rep. A device history record review is currently in process.

Event description:
It was reported by hvt sales representative that dr (B)(6) from (B)(6) in (B)(6) reported that an unknown model number and size aortic valve was explanted due to a torn cusp. The surgeon believes that the tear was caused by a catheter. The surgeon also stated that there is no evidence of infection. The device was originally implanted in 2002 at (B)(6) hospital. The device is available for return. The sales rep. Will provide the contact to send the return kit to at a later time. No additional information is available at this time.